Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely depressed sodium results generated on an alinity c processing module for multiple patients that repeated within the normal range on another instrument. The following results were provided (normal range 136-145 mmol/l): patient 1 initial result = 117 mmol/l, patient 3 initial result = 117 mmol/l, patient 5 initial result = 120 mmol/l . There was no impact to patient management.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and indicated that the ict module probe was making contact with the ict reference cup. The fsr aligned the ict module to address the issue. The ict module is used for the analysis of electrolytes on the alinity c processing module. Review of the instrument service history revealed no additional tickets associated with the complaint issue. A review of trending data associated with the ict module did not identify any trends. Additionally, a review of tracking and trending for the alinity c processing module did not identify any trends. Review of manufacturing documentation did not identify any non-conformances or potential non-conformances. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, (B)(6), nor the ict module.

Event description:
The customer observed falsely depressed sodium results generated on an alinity c processing module for multiple patients that repeated within the normal range on another instrument. The following results were provided (normal range 136-145 mmol/l): patient 1 initial result = 117 mmol/l. Patient 3 initial result = 117 mmol/l. Patient 5 initial result = 120 mmol/l. There was no impact to patient management.